Event description:
Radiology had just finished taking x-rays in a patient room. When they were backing the portable x-ray machine out of the room, it sparked and then a strong smell of smoke was present. They were able to safely remove the portable [x-ray] from the patient room and drive it to radiology where biomed removed it from service.